Event description:
Healthcare professional reported "capsular contracture baker grade IV". This report is for the right side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d6b., d.9., h.6.

Event description:
The device has been explanted.

Event description:
Healthcare professional reported "capsular contracture baker grade IV". This report is for the right side. The device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported events capsular contracture was received on may 29, 2025, with lot number 3460946. Based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure, crease was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.